Event description:
It was reported that the ventricular lead had occasional ventricular undersensing with resulting ventricular pacing. The lower rate on the device was set to 50 beats per minute which appeared to initiate a rhythm of ventricular pacing (vp), premature ventricular contractions (pvc), compensatory pause, and then ventricular tachycardia (vt). The rate was increased to reduce the potential for the compensatory pause and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.